Manufacturer narrative:
The manufacturer previously reported: "a ventilator was returned following a customer complaint that the device was failing pneumatic tests. No harm or injury was reported. Later, the lab investigation further clarified that the solenoid and proportional valve were returned for an active exhalation valve test failure during service. " the device has been evaluated. The device was confirmed to fail the pre-fco diagnostic test. The proportional and solenoid valves were replaced to address the issue. The device has passed final testing.

Event description:
A ventilator was returned following a customer complaint that the device was failing pneumatic tests. No harm or injury was reported. Later, the lab investigation further clarified that the solenoid and proportional valve were returned for an active exhalation valve test failure during service. The device has not yet been evaluated by the manufacturer. If any additional information is received, a follow-up report will be filed.